Event description:
The manufacturer was notified about a voluntary field safety notice/recall related to the sound abatement foam in specific CPAP, bipap, and mechanical ventilator devices. The manufacturer received a report stating that a customer claimed that the dreamstation auto CPAP device caused a "lung problem" that led to the patient's death in connection to the sound abatement foam. There were no reports of medical intervention. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.